Event description:
It was reported that a patient presented with back-up vvi mode following in-label magnetic resonance imaging use noted on the patient's implantable cardioverter defibrillator. The device was successfully restored. No adverse patient consequences were reported.